Event description:
It was reported that fluoroscopy images revealed that the left ventricular lead insulation abrasion was abraded. The lead exhibited no electrical anomalies and the patient preferred the lead remained implanted.

Manufacturer narrative:
Should have been the lead exhibited no electrical anomalies and the principal investigator preferred the lead remained implanted rather than the lead exhibited no electrical anomalies and the patient preferred the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.